Event description:
"Rn noted that the anti-siphon valve was leaking onto the bed. Educator was brought in to assess. Anti-siphon valve was removed. Valve itself looked intact but was leaking. Per [redacted name]: I happened to be called into a room when the bedside nurse had noted that an anti-siphon valve on her lipid infusion was leaking. The anti-siphon valve was removed, and I personally attached a saline flush to check and see if it was still leaking and it was. I noticed it was leaking where it was connected to my saline syringe so I removed it and replaced it again also ensuring it was tight so that I could be positive it wasn¿t user error. It continued to leak. The nurse stated that she had not noticed it leaking prior to this. I then removed a new anti-siphon valve from a package and checked that with the saline syringe and there was no leaking." Manufacturer response for anti siphon valve, anti siphon valve (per site reporter), [redacted date] sample picked up and email sent to ICU medical.